Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the hoses on the cassettes "did not have the caps on them to hook the bag". This occurred during setting up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter facility name: na (previously submitted as (B)(6)). Correction made to e3: occupation: non-healthcare professional (previously submitted as nurse). Correction made to g1: device manufacturer name: baxter healthcare - dominican republic (previously submitted as baxter healthcare - haina). Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.